Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the read, write, or invalid cubie memory error on failed cubies. The field service engineer (fse) removed auxiliary drawers 2-1 and 2-2 and inspected the rear components. Although the retractor bands showed only minor wear, they were replaced. The row board cable was removed and re-seated. After reinstalling the drawer, drawer 2-2 was extended, the side panel removed, and all pockets were released. The six failed pockets were replaced after unloading medications, which were then reloaded into the new pockets. The customer successfully inventoried both the failed and replacement pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the read, write or invalid cubie memory error on failed cubies. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.